Event description:
Report was received from the USA requesting for an unidentified repair. It was unknown to the reporter whether or not the device was used in surgery. There were no injuries or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).